Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278251, expiration date 12/31/2014). (B)(4).

Event description:
Customer received a results of 10.1 mmol/l and 4.1 mmol/l on the mobile system, and a result of 3.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.